Manufacturer narrative:
(B) (4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. In addition, the customer complained that he was unable to test and was feeling "disoriented and feeling bad" he self-treated by taking a glucose tablet. There was no report of death, third party medical intervention or serious injury.